Event description:
There was no pt involved in this event. The device issued a device service required prompt. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended, if required.